Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported issues with advancing the catheter to the level the health care provider (hcp) wanted it at had happened once before. The reporter had no patient information or timelines about the previous issue. It was noted the hcp had also done other ascenda implants without issues. Additional information has been requested, but was not available as of the date of this report.